Event description:
A us distributor reported that a battery was displaying a service code 1001.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (service code 1001) has been confirmed. Per 91c0011 rev d, this service code indicates there is a problem relating to the 'gas gauge' contained within the battery pack. This 'gas gauge' is required to determine the charge level of the battery pack and ensure it is operating safely. This is an expected occurrence. As received, the battery was able to power on a monitor and charge. However the battery connector pins were bent. The root cause for the bent pins was physical abuse. There was no adverse event that resulted from the damaged battery.